Event description:
It was reported that during the laparoscopic bypass procedure, the shear does not work properly from the beginning. When the nurse was cleaning the device the blade broke. Another device was used to complete the case with no patient consequence.